Event description:
Vial arrived in laboratory with broken glass inside the patients affirm vaginitis panel collection tube. The liquid/media that is required for the sample comes in a glass vial that must be broken to be released into the collection tube. If the vial is broken too "vigorously," shards of the glass may be transferred to the collection vial and cause a puncture to the collection tube and possibly a lab tester's finger or hand when processing (part of the testing process is to squeeze the liquid into a testing device). Staff have been trained to ensure vial is broken gently and cracked just enough to release the liquid. Overzealous breaking of the dropper's ampule (affirm¿ vpiii ambient temperature transport system) increases the chance that small glass shards will travel with the liquid media into the dispensing tube. Skin laceration or injury could result to the provider/nurse collecting the specimen, as well as the lab staff that are processing the specimen. This is particularly true if step #5 (see below) in the IFU is not followed or the green dispensing tool is misplaced. "5. Lightly squeeze the atts regent dropper dispensing tool to break the ampule in the atts reagent dropper." 2 instances of this concern were reported on [date redacted] [(# redacted]).

Event description:
Vial arrived in laboratory with broken glass inside the patients affirm vaginitis panel collection tube. The liquid/media that is required for the sample comes in a glass vial that must be broken to be released into the collection tube. If the vial is broken too "vigorously," shards of the glass may be transferred to the collection vial and cause a puncture to the collection tube and possibly a lab tester's finger or hand when processing (part of the testing process is to squeeze the liquid into a testing device). Staff have been trained to ensure vial is broken gently and cracked just enough to release the liquid. Overzealous breaking of the dropper's ampule (affirm¿ vpiii ambient temperature transport system) increases the chance that small glass shards will travel with the liquid media into the dispensing tube. Skin laceration or injury could result to the provider/nurse collecting the specimen, as well as the lab staff that are processing the specimen. This is particularly true if step #5 (see below) in the IFU is not followed or the green dispensing tool is misplaced. "5. Lightly squeeze the atts regent dropper dispensing tool to break the ampule in the atts reagent dropper." 2 instances of this concern were reported on 8/19/2024 (B)(6).